Manufacturer narrative:
The system was examined and the reported event was not replicated. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 8, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during calibration set up of the system prior to a cataract extraction with intraocular lens implant procedure the system froze after changing the doctor settings. The customer tried to re-boot the system but was unable to as it would not shut down. The case was started and completed using an alternate system.